Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had adhesive residue on the insertion tube and the universal cord. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the adhesive residue on the insertion tube and the universal cord is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.